Event description:
Device 1 of 2. Reference MFR report #1627487-2011-00563. The patient received an scs system on (B)(6) 2008, consisting of an ipg and surgical lead. The patient's ipg was replaced on (B)(6) 2010, due to allegations of overstimulation (reference MFR report #1627487-2010-1917). It was reported that the patient feels an itching sensation when her stimulation is in use. The reported discomfort is said to initiate from the site of her ipg and can be felt down her leg to her foot. In an effort to resolve this matter, the patient underwent reprogramming. Follow-up on this issue found that the alleged discomfort persists and can now be felt in the patient's arm. Also, the patient reported that her current stimulation coverage is ineffective. Additional reprogramming was performed and after which effective therapy coverage was captured for the patient. At that time, there were no further reports of the itching sensation; however, this situation will continue to be monitored.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.